Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as around (B)(6) 2015). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that, on (B)(6) 2015, a mitraclip procedure was performed to treat degenerative mitral regurgitation, grade 4 with posterior leaflet 2 (p2) prolapse. One mitraclip was implanted on the anterior 2 (a2) and p2 leaflets, reducing the mr to 1, with satisfactory results. During the 30 day follow-up visit, a surface echocardiogram was performed with no issues noted. In (B)(6) of 2015, around (B)(6), the patient started experiencing shortness of breath and fatigue. No imaging was performed. On (B)(6) 2016, a trans-esophageal echocardiogram (tee) was performed. Per tee, the clip had detached from the posterior leaflet and remained attached to the anterior leaflet; severe mr and the same p2 prolapse was noted. Per the physician, the slda did not worsen the pre-existing prolapse. On (B)(6) 2016, 2 additional mitraclips were implanted without issue as treatment, reducing the mr to 1. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. Increased mitral regurgitation (mr) wa,s therefore, likely due to the slda and the reported dyspnea and fatigue were likely a secondary effect of the mr. It should be noted that the reported patient effects of mitral regurgitation (worsening) and dyspnea, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.